Event description:
Account stated they have seen erratic sodium results for patient samples on their analyzer. They provided the following results: sample 1-initial 128, repeated as 136 mmol/l. Sample 2-initial 135, repeated as 147 mmol/l.the incorrect results were not reported. The field service rep was unable to determine a cause for the discrepat results.